Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23022. It was reported during a trial procedure on (B)(6) 2014, to implant the patient's lead, the patient experienced significant left leg pain, weakness and discomfort. X-rays were ordered and the trial lead was shown to be posterior. Subsequently, the physician decided to abandon the procedure. No product was implanted. .

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.